Manufacturer narrative:
Customer reports pairing new pump and new mobile device failed (xiaomi redmi note 12 pro, android 12, minimed mobile 1.3.2). "An attempt to reproduce the reported event using minimed mobile app (software version 1.3.2) installed on xiaomi 12 (android 12) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the document d00780504. After conducting a thorough investigation, we have found that there are multiple occurrences of undefined error and a loss of pairing from pump to app during the pairing process. This can be caused due to an error on the ble stack or with electromagnetic interference. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: - remove the pump pairing from the phone. - remove any phone pairings from the pump. - reset network settings: settings -> general management -> reset -> reset network settings. - make sure that the device hasnâ¿¿t any bluetooth connection to other devices (like fitness tracker\smartwatch). - clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data. - disable battery optimization for mmm app: long tap on mmm app icon â¿¿ app info â¿¿ battery saver â¿¿ no restrictions. - try to pair the pump and device, do not leave the pairing screen during the pairing process. Do not forget to accept the systemâ¿¿s bonding requests popup (may appear twice). - try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). - clear bluetooth cache: go to settings, and open apps and notifications. Click on all apps. Tap on the 3 dots on the top right, and click on show system. Scroll down to find bluetooth. Click on storage and cache, and select clear cache. Restart the device. - change the avrcp version for the bluetooth. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue remains unresolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to connect the pump to the mobile, which was not rectified even after a diagnostic log was completed and sent to care-link. Troubleshooting was performed. No harm requiring medical intervention was reported. As this is a  mobiled device, product return is not expected.